Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) has not yet received the permanent cautery hook (pch) instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if any additional information is received. A review of the instrument log for the product associated with this event could not be performed due to the missing product sequence number from the lot number. Three procedures took place on the reported event date using the system provided (sk0295) with 4 pch instruments being used, but none of them matched the batch/lot number provided. No images or videos were shared for the event. This complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy surgical procedure, it was alleged the pch instrument was cauterizing tissue below the hook portion of the instrument (more towards the stem of the hook). While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Field is not applicable.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a permanent cautery hook (pch) instrument was cauterizing tissue below the hook portion of the instrument, more towards the stem of the hook. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the pch instrument went back into circulation by accident. The instrument was inspected prior to use and there was no melted damage noted on the instrument. The surgeon was cauterizing when the issue occurred. She did not know what electrosurgical generator unit (esu) was being used or what the settings were on the generator. There was no collision with another instrument during the procedure. The surgeon does not know what caused the issue. She is not aware if the patient has experienced any post-surgical complications due to the issue. No picture or video of the issue was available for review. She was not able to provide any patient-related information.